Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call motor error alarm and motor position encoder error alarm on the insulin pump. Customer's blood glucose reading was 202 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the drive support cap appeared normal. Customer advised the alarm occurred during the prime process. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery. Unable to perform a21 error test due to motor error loop. Unable to confirm e70 error alarm due to erased history file. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with operating currents within specifications and passed self-test, rewind, basic occlusion test, prime test and displacement test. The insulin pump had cracked case at the display window corners and minor scratches on the lcd window.